Event description:
During event log review found error 33.

Event description:
During event log review found error 33. Per IFU, errors are non-reoccurring during next power-cycle so device is permitted to be returned to use. Infusion pump is released for further use.